Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a stain on the image, tear marks on the forceps passage, scratches and dents on the distal end cover, and cracks on the bending rubber glue. In addition, it was also observed that there was a low angulation reading on the upward direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had debris hanging from the channel that couldn't be removed from washing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was reprocessed multiple times; however, the residue was unable to be removed. Olympus will continue to monitor field performance for this device.